Event description:
Abg blood gas drawn on 7/12/96 indicated elevated po2. On investigation oxygen blender dial read .21 with a flow of 0.5 lpm. The nasal cannula was analyzed and read 40% oxygen. An investigation of device on 7/18/96 by the MFR showed this high flow rate blender to be erratic in performance when used to deliver a low flow rate. Weight 819 gm.